Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: liner fully expanded as designed. Distal tip opened but torn. Score lines present at intended location. Hdpe material stretching at torn location. Imagery was provided and the following was observed: distal tip observed opened but torn. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaint for sheath distal tip tear was confirmed based on evaluation of the returned device and imagery provided. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated in a CAPA. Additionally, patient factors such as non-coaxial advancement angles due to the presence of calcification and tortuosity, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA was opened to address esheath inner diameter hdpe damage contributing to the tip tear events.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in germany, it was a case of an implant of an implant of a 23mm sapien 3 ultra valve, in aortic position by right transfemoral approach. During the procedure, there was no resistance inserting the sheath into the patient or advancing the delivery system through the sheath. The valve was implanted in the intended position (80/20). After valve deployment, the delivery system and the sheath were removed without issues. However, it was observed that the distal tip of the sheath was torn. The patient was in stable condition.